Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 13. Details of surgery: implant surface not completely covered with bone. On 2023-12-19, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection and pain. No further patient complications were reported.